Event description:
It was reported 5-6 years post implant of a swedish adjustable gastric band, a leakage from the balloon leading to the inefficiency of the band, was detected via fluoroscopy in (B)(4) 2011. The device remains implanted. The band will be explant and a new band will not be implanted. The band will not be returned to the manufacturer for analysis. A date has not been scheduled to remove the band.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.